Event description:
I arrived at the pt's room at approx 6:00 and found the pt obtunded. Retraction of eyelids revealed a left sided gaze deviation. Flattening of the right naso-labial fold is evident. Pt was repositioned in bed with assistance of his primary nurse. Events of last night were discussed and it appears that at approx 1:40 the implanted heartmate-ii lvas experienced catastrophic failure and attempts to restart the device were unsuccessful. Inspection of the distal percutaneous lead demonstrated extensive damage to the internal electrical circuit. The silicone sheath was retracted -2.5 cm exposing the protective braiding in multiple locations associated with all three phases of the electromagnetic circuit. Thinning of the braiding in multiple locations suggests the percutaneous lead was exposed to abrupt, forceful tension. Damage of this nature is often seen if the system controller is dropped. The event history was reviewed. There were 120 events recorded in the 2 minutes immediately prior to device failure. The maximal pump speed noted was 1,430 rpm and maximal power consumption was 21.3 watts, which suggests the internal pump was struggling to maintain the fixed operating speed. There was some concern last night that perhaps the problems with the percutaneous lead did not extend beyond a simple "short to shield" based upon report from the pt's daughter, (B)(6), that the intermittent cessation of support occurred only when the pt was tethered to the power module. Because the lvas failed while it was receiving power from batteries, damage to the percutaneous lead was much more extensive. The system controller, serial number (B)(4), will be returned to the MFR for further eval which may identify when the damage to the percutaneous lead occurred. When the pt was responsive and able to communicate, he reportedly told the nurse caring for him that he experienced alarms as far back as (B)(6).